Manufacturer narrative:
Result: known inherent risk of procedure. At this time the exact cause of the reported event cannot be confirmed. There was no indication of a device malfunction. However, it is possible that the patient¿s advanced age and co-morbidities (chronic empyema thoracis) may have contributed to the event. Since there is no indication of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required at this time. Should additional information be received this case will be reopened and investigated.

Event description:
As reported by our (B)(4) affiliate, the patient expired 27 days post implant of a 23mm sapien xt valve via the transfemoral approach. The cause of death is unknown. Prior to the tavr procedure, it was reported that bleeding, due to chronic empyema thoracis, was noted on the same day of the procedure. No information of any treatment given was provided. The tavr procedure was performed and the xt valve was deployed in a final 50:50 aortic/ventricular (a/v) position. Twenty-seven (27) days post tavr, the patient was found at home, lying on the floor. The patient's family physician confirmed the patient's death. The cause of death is unknown. No further information regarding the patient or the cause of death is available.